Event description:
A nurse reported that before surgery there was non-woven wool on the both illuminator ports and it leads to black spot. There was no patient harm.

Manufacturer narrative:
The company representative provided a phone fix for the customer. The company representative instructed the nurse to clean the illuminator to resolve the issue. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).